Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and capsular contracture. During visual analysis of the sample was found a crease in the anterior and posterior view, also two tears were observed in the posterior view. The tear a measurement approximately 2.4 cm and the tear b measuring approximately 2.9 cm.microscopic examination of the edges of the both ruptures revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Concomitant products: 475cc mentor smooth round moderate plus profile memorygel breast implant, catalog: 3504751bc, lot: 6944293, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 475cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii and rupture post procedure. The rupture was confirmed during explantation surgery. As a result, patient had an explantation on (B)(6) 2019.